Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It is reported that donor skin was dragging on the dermacarrier due to the rachet handle not ratcheting. The taken graft was useable; however, it had to be cut into two separate pieces in order to use it. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer did not return a skin graft mesher device for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated this skin graft mesher. Initial qa inspection of the skin graft mesher by zimmer biomet surgical was not performed since the device was not returned for evaluation at the time of this investigation. The account was having a few issues with their new sterilization protocol. Repair of the skin graft mesher was not performed by zimmer biomet surgical since the device was not returned for evaluation at the time of this investigation. The reported event was non-verifiable since the device was not returned for evaluation. The root cause of the donor¿s skin dragging on the dermacarrier due to the ratcheting handle not ratcheting cannot be specifically determined with the provided information since the device was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.